Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported that they took the ins and leads out of his back "last year" because it was not working for him since implant. Pt stated he never received a bill. Pt stated a different hcp removed the ins and he cannot remember the name. Pss suggested that pt contact his insurance provider for billing information.